Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to an open circuit across all electrodes, an open circuit was also identified between the l2 electrode and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use.

Event description:
The customer reported the sensor provided psi values higher than the normal range. No patient impact or consequences were reported.